Manufacturer narrative:
The device is reported as returning for investigation. A follow up report will be provided after the device has been returned, and an investigation has been completed.

Event description:
During a knee arthroscopy procedure, it was reported the pt had sustained a second degree burn approx 10 cm in length x 3 to 4 cm in width around the pt's knee. It was reported the burn was treated using flamazine, nsai, flamigel, and isobetadine. It was also reported the suction line of the device was not connected to hospital vacuum equipment. The cause of the burn was due to hot saline. The pt's knee is reported as healing normally.